Manufacturer narrative:
Investigation conclusion: tested 3x retained devices with retained positive control and 3x retained devices with retained negative control. All devices yielded valid and accurate results at the 15 minute result read time. Root cause: unable to determine. Source: phone.

Event description:
Customer reported false negative result for flu b on sofia flu+sars. Unknown if the result was confirmed. Confirmation method not provided.